Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was clogged on 7 occasions. The following information was provided by the initial reporter: material no: 320550. Batch no: 0049386, unknown. It was reported that the needles clog during the injection.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0049386. Medical device expiration date: 2025-02-28. Device manufacture date: 2020-02-18. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was clogged on 7 occasions. The following information was provided by the initial reporter: material no: (B)(4) batch no: 0049386, unknown. It was reported that the needles clog during the injection.